Event description:
The daughter of the patient reported the patient expired. The reported inquired about the registration information for the dreamstation 2 advanced auto CPAP device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.